Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 31226 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock spring. The complaint regarding faults on arm 4 was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to a degradation of the clock spring fiber causing a communication failure within the affected usm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (mtm) to correct the reported faults on arm 4. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the or staff, called in to report universal surgical manipulator (usm) 4 faulted during mid case and could not troubleshoot. Site attempted to hard power cycle did not resolve the issue. Customer has opted to continue with three arms today. The procedure was completed with no reported injury.